Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the white sheath on the jaws would peel back during activation, and go back to its regular position when activation was completed. The tip of jaw fell into patient and needed additional devices to retrieve the part. A new device was used to complete the procedure. There was no patient injury.